Event description:
It was reported that the user experienced elevated blood glucose shortly after a breakfast meal announcement while using the ilet, which the user attributed to consuming a higher-than-usual amount of sugar and announcing a smaller meal size than appropriate. Symptoms included hyperglycemia. Outcomes included self-monitoring with improvement observed as the correction algorithm began lowering glucose toward range, with no alerts, alarms, or need for urgent care or hospitalization. Investigation included troubleshooting and education with the user regarding appropriate meal announcements and recognition of higher carbohydrate intake. Investigation of this case revealed use-related factors related to an incorrect meal size announcement, with the device functioning as designed and the correction algorithm responding. It was concluded, based on previously established findings for similar reports, that the cause was user-related error in meal announcement.